Manufacturer narrative:
The device has been requested to be returned multiple times, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
On an unspecified date, the burette component of an unspecified device cracked during an active infusion of ivig (intravenous immunoglobulin) using a rigid container. The patient was pediatric. There was no patient harm, however, there was an unspecified delay in treatment/therapy.

Manufacturer narrative:
One photo was received for investigation. Lot history could not be reviewed because no lot number was being provided. The complaint of crack can be confirmed. The probable cause cannot be determined without the return of the used set.